Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the universal serial bus (usb) device was removed at 05:16, after which the station stopped communicating. A technical support specialist (tss) confirmed that the application restarted, indicating recovery following the reboot. Based on the log review, the communication loss and black password screen were likely related to the usb device removal, and the station returned to normal operation after the power cycle, with no further issues observed. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, memh-rad had not been communicated for approximately five hours. Station struck on a black screen and requested for password. There were no adverse events or injuries reported based on this event.